Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5070879) on 20-jun-2017. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left lower quadrant pelvic pain"), genital haemorrhage ("severe bleeding") and ovarian disorder ("remove the right ovary, fallopian tube and appendix (it had hardened and was blocking part of her stomach)") in a 29-year-old female patient who had essure (batch no. A36514) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included body mass index normal. Concomitant products included dicycloverine hydrochloride (bentyl). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ right lower quadrant pain"), migraine ("migraines"), anxiety ("increasing anxiety"), weight increased ("weight gain"), weight decreased ("drastic weight loss"), fatigue ("increased fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), nausea ("nausea"), vomiting ("vomiting"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives intermittently"), headache ("headaches;"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea,"), gastritis ("gastrointestinal or digestive system condition type: gastritis,,"), colitis ("gastrointestinal or digestive system condition type: colitis;"), insomnia ("other injury(ies) or complication (s) please describe: insomnia;"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), fibromyalgia ("fibromyalgia"), cystitis ("infection (bladder/ urinary tract/vaginal)") and rash ("rashes or skin conditions type: intermittent rash"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (partial hysto in 2016 to remove the right ovary,fallopian tube and appendix) and surgery (partial hysto 2016 to remove the right ovary, fallopian tube and appendix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian disorder, abdominal pain lower, weight increased, weight decreased, fatigue, arthralgia, alopecia, nausea, vomiting, vaginal infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, urticaria, headache, ovarian cyst, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, diarrhoea, gastritis, colitis, insomnia, urinary tract infection, fibromyalgia, cystitis and rash outcome was unknown and the migraine and anxiety was resolving. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, arthralgia, fatigue, genital haemorrhage, migraine, nausea, ovarian disorder, vomiting, weight decreased and weight increased with essure. The reporter considered allergy to metals, colitis, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, fibromyalgia, gastritis, headache, hormone level abnormal, insomnia, menorrhagia, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: hormone level abnormal, vaginal haemorrhage, menorrhagia, urticaria, headache, ovarian cyst, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, diarrhea, gastritis, colitis, insomnia, cystitis, urinary tract infection, vaginal infection, device monitoring procedure not performed, rash were added. Previously reported event ¿migraine, anxiety¿ outcome, reporter and patient demographic information, other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5070879) on 20-jun-2017. The most recent information was received on 14-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left lower quadrant pelvic pain"), genital haemorrhage ("severe bleeding"), ovarian disorder ("remove the right ovary, fallopian tube and appendix (it had hardened and was blocking part of her stomach)") and appendicectomy ("surgery other-appendectomy") in a 29-year-old female patient who had essure (batch no. A36514) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". Medical conditions: dysuria or urinary frequency or urgency. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax), dicycloverine hydrochloride (bentyl), estradiol (estrogen) since (B)(6) 2015, ethinylestradiol;etonogestrel (nuvaring), norethisterone (micronor), progesterone since (B)(6) 2015 and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced anxiety ("increasing anxiety"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions type: intermittent rash"), agitation ("agitated") and bladder disorder ("bladder problem"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), 5 months 9 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping);"). In 2014, the patient experienced allergy to metals ("nickel allergy") and fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced insomnia ("other injury(ies) or complication (s) please describe: insomnia;"). In 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse);"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ right lower quadrant pain"), migraine ("migraines"), fatigue ("increased fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), vomiting ("vomiting"), urticaria ("allergic or hypersensitivity reaction type: hives intermittently"), headache ("headaches;"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea,"), gastritis ("gastrointestinal or digestive system condition type: gastritis,,"), colitis ("gastrointestinal or digestive system condition type: colitis;"), abdominal discomfort ("abdominal discomfort.") And urinary tract disorder ("urinary problem"), was found to have weight increased ("weight gain"), weight decreased ("drastic weight loss") and hormone level abnormal ("hormonal changes") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingeco-oophorectomy. Right on (B)(6) 2014,left on (B)(6) 2016., partial hysto 2016 to remove the right ovary, fallopian tube. And partial hysto in 2016 to remove the right ovary,fallopian tube.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian disorder, abdominal pain lower, weight increased, fatigue, arthralgia, alopecia, nausea, vomiting, vaginal infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, urticaria, ovarian cyst, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, diarrhoea, gastritis, colitis, insomnia, urinary tract infection, fibromyalgia, cystitis, rash, abdominal discomfort, agitation, bladder disorder, urinary tract disorder, abdominal pain and appendicectomy outcome was unknown, the migraine, anxiety and weight decreased was resolving and the headache had not resolved. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, arthralgia, fatigue, genital haemorrhage, migraine, nausea, ovarian disorder, vomiting, weight decreased and weight increased with essure. The reporter considered abdominal discomfort, abdominal pain, agitation, allergy to metals, appendicectomy, bladder disorder, colitis, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, fibromyalgia, gastritis, headache, hormone level abnormal, insomnia, menorrhagia, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events migraine, anxiety, depression,abdominal pain,nausea, vomiting, and diarrhea,dyspareunia,ovarian cyst,vaginal discharge, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, new reporter, patient demographic information, concomitant medication and event hormonal changes describe: agitated,bladder disorder, bladder and urinary problem, surgery other-appendectomy, abdominal pain and outcomes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5070879) on 20-jun-2017. The most recent information was received on 26-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left lower quadrant pelvic pain"), genital haemorrhage ("severe bleeding") and ovarian disorder ("remove the right ovary, fallopian tube and appendix (it had hardened and was blocking part of her stomach)") in a 29-year-old female patient who had essure (batch no. A36514) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". Medical conditions: dysuria or urinary frequency or urgency. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax), dicycloverine hydrochloride (bentyl), estrogen nos (estrogen), norethisterone (micronor), nuvaring, progesterone and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ right lower quadrant pain"), migraine ("migraines"), anxiety ("increasing anxiety"), weight increased ("weight gain"), weight decreased ("drastic weight loss"), fatigue ("increased fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), nausea ("nausea"), vomiting ("vomiting"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives intermittently"), headache ("headaches;"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea,"), gastritis ("gastrointestinal or digestive system condition type: gastritis,,"), colitis ("gastrointestinal or digestive system condition type: colitis;"), insomnia ("other injury(ies) or complication (s) please describe: insomnia;"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), fibromyalgia ("fibromyalgia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions type: intermittent rash") and abdominal discomfort ("abdominal discomfort."). The patient was treated with surgery (laparoscopy diagnostic with the da vinci and right salpingectomy, oophorectomy and appendectomy), surgery (partial hysto in 2016 to remove the right ovary,fallopian tube and appendix) and surgery (partial hysto 2016 to remove the right ovary, fallopian tube and appendix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian disorder, abdominal pain lower, weight increased, fatigue, arthralgia, alopecia, nausea, vomiting, vaginal infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, urticaria, ovarian cyst, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, diarrhoea, gastritis, colitis, insomnia, urinary tract infection, fibromyalgia, cystitis, rash and abdominal discomfort outcome was unknown, the migraine and headache had not resolved and the anxiety and weight decreased was resolving. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, arthralgia, fatigue, genital haemorrhage, migraine, nausea, ovarian disorder, vomiting, weight decreased and weight increased with essure. The reporter considered abdominal discomfort, allergy to metals, colitis, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, fibromyalgia, gastritis, headache, hormone level abnormal, insomnia, menorrhagia, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events migraine, anxiety, depression,abdominal pain,nausea, vomiting, and diarrhea,dyspareunia,ovarian cyst,vaginal discharge, menorrhagia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: received quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5070879) on 20-jun-2017. The most recent information was received on 05-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left lower quadrant pelvic pain"), genital haemorrhage ("severe bleeding") and ovarian disorder ("remove the right ovary, fallopian tube and appendix (it had hardened and was blocking part of her stomach)") in a 29-year-old female patient who had essure (batch no. A36514) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". Medical conditions: dysuria or urinary frequency or urgency. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax), dicycloverin hydrochloride (bentyl), estrogen nos (estrogen), norethisterone (micronor), nuvaring, progesterone and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ right lower quadrant pain"), migraine ("migraines"), anxiety ("increasing anxiety"), weight increased ("weight gain"), weight decreased ("drastic weight loss"), fatigue ("increased fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), nausea ("nausea"), vomiting ("vomiting"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") with vaginal discharge, hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("allergic or hypersensitivity reaction type: hives intermittently"), headache ("headaches;"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse);"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea,"), gastritis ("gastrointestinal or digestive system condition type: gastritis,,"), colitis ("gastrointestinal or digestive system condition type: colitis;"), insomnia ("other injury(ies) or complication (s) please describe: insomnia;"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), fibromyalgia ("fibromyalgia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions type: intermittent rash") and abdominal discomfort ("abdominal discomfort."). The patient was treated with surgery (laparoscopy diagnostic with the da vinci and right salpingectomy, oophorectomy and appendectomy), surgery (partial hysto in 2016 to remove the right ovary,fallopian tube and appendix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian disorder, abdominal pain lower, weight increased, fatigue, arthralgia, alopecia, nausea, vomiting, vaginal infection, hormone level abnormal, vaginal haemorrhage, menorrhagia, urticaria, ovarian cyst, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, diarrhoea, gastritis, colitis, insomnia, urinary tract infection, fibromyalgia, cystitis, rash and abdominal discomfort outcome was unknown, the migraine and headache had not resolved and the anxiety and weight decreased was resolving. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, arthralgia, fatigue, genital haemorrhage, migraine, nausea, ovarian disorder, vomiting, weight decreased and weight increased with essure. The reporter considered abdominal discomfort, allergy to metals, colitis, cystitis, diarrhoea, dysmenorrhoea, dyspareunia, fibromyalgia, gastritis, headache, hormone level abnormal, insomnia, menorrhagia, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events migraine, anxiety, depression,abdominal pain,nausea, vomiting, and diarrhea,dyspareunia,ovarian cyst,vaginal discharge, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and event abdominal discomfort was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was received via regulatory authority food and drug administration (reference number: mw5070879) on 24-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("severe bleeding") and ovarian disorder ("it had hardened, blocking part of her stomach") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), ovarian disorder (seriousness criterion medically significant), abdominal pain lower ("abdominal pain"), migraines, anxiety ("increasing anxiety"), weight increased ("weight gain"), weight decreased ("drastic weight loss"), fatigue ("increased fatigue"), arthralgia ("joint pain"), alopecia ("hair loss"), nausea and vomiting. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant), surgery (partial hysto in 2016 to remove the right ovary,fallopian tube and appendix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian disorder, abdominal pain lower, migraine, anxiety, weight increased, weight decreased, fatigue, arthralgia, alopecia, nausea and vomiting outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain lower, alopecia, anxiety, arthralgia, fatigue, genital haemorrhage, migraine, nausea, ovarian disorder, vomiting, weight decreased and weight increased with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter added. Essure insertion and removal date added. Events severe bleeding. Migraines, increasing anxiety, weight gain, drastic weight loss, increased fatigue, joint pain, hair loss, abdominal pain, nausea, it had hardened, blocking part of her stomach and vomiting were added. Essure lot number provided a36514. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.